Manufacturer narrative:
Lot number - (B)(4). An unknown lot number. Six single-use devices were received for evaluation. Visual inspection revealed that the bladders of all six devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. It was reported that the bladders of seven small volume infusors ruptured. Five of the events occurred during filling, one event occurred after filling, and one event occurred during patient infusion. Six of the events did not involve a patient, and one event involved a patient with no patient consequences. No additional information is available.